Event description:
It was reported that an unspecified spectrum pump alarmed for "false air in line" during a total parenteral nutrition (tpn) infusion. It was reported that pump was swapped 4 times for a total of 5 pumps used, and each pump alarmed air-in-line when there was no air in the line. Further information provided from the customer alleged that interruptions in therapy caused a drop in blood sugar levels. Details required and awaiting possible additional information. Per the customer the device was swapped and the tpn was restarted and blood sugar levels stabilized without any further intervention. No serious injury occurred per information obtained. The record addresses the fourth of five unspecified pumps. (B)(4).

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.